Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2013 with the following findings:a visual inspection of the pump revealed a cracked battery compartment with moisture corrosion in the compartment. The pump failed a leak test due to the cracked battery compartment. During testing, the pump powered on normally, with a fully functional display, audible tone, and vibratory alert. The returned battery cap attached to the pump securely and the pump powered on normally. The pump was exercised for 24 hours and no power issues occurred. The pump cover was removed and evidence of internal moisture was found in the pump.